Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the blood sampling valve along with solenoids 9, and 24 were faulty. The fse replaced the solenoids and the bsv resolving the issues. (B)(4).

Event description:
The customer reported obtaining error related to the manual sampling probe of their lh780 instrument not retracting. The customer also reported the "latron primer" recovered high intermittently. No erroneous patient results were generated in connection with this event.